Event description:
Determined to be reportable based on analysis completed in 2008. It was reported that during a percutaneous transluminal coronary angioplasty, there was difficulty crossing the lesion. A 3.00 x 32 mm taxus express2 drug eluting stent was being used to cross an unknown lesion that was tortuous and calcified; however, the physician was unable to cross the lesion. The procedure was not completed due to this event. The pt status is listed as stable. Device analysis indicates stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed mid stent damage. Some of the mid struts were misaligned. The damage found on the stent was measured at approximately 1.30 mm. The area where there was no damage found was measured at approximately 1.20 mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions. No additional product analysis or external evaluations were performed. A review of the device history record (DHR) for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context. As the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification, but due to the likelihood that the pt anatomy or other procedural factors encountered during the procedure performance was limited. A CAPA has been initiated to address this issue.